Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing, as well as low out of range pacing impedance measurements below 200 omhs, caused by damage to the insulation. The physician opted to explant and replace this lead. No additional adverse patient effects were reported.